Event description:
It was reported a bladder neck suspension procedure was performed without incident 4/97. Approx. Three months post procedure. The protegen sling material was visible through the vaginal wall. The sling material was removed without incident. The device destroyed by the user facility. Therefore, no failure analysis will be available. The co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."